Event description:
Following a ptca procedure, an angio-seal device was deployed. Upon deployment, collagen was noted to be exposed above the skin level (which is not expected). The physician cut the collagen and suture (the instructions for use advise in the event of ollagen protrusion, not to cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich may be compromised). Persistent arterial bleeding was observed, therefore 90 mins of manual pressure was held (followed by a pressure dressing), and bleeding was controlled. The pt had a pre-existing hematoma from her catherterization procedure performed 06/24/1997. However, this hematoma expanded to approx 4x10 inches. The pt was transfused and then discharged with no further difficulties.